Event description:
It was reported that the device exhibited premature discharge of battery. The device was explanted and replaced. The patient is stable.

Manufacturer narrative:
The reported event of premature discharge battery was confirmed. Longevity analysis found the battery depletion to be premature. The battery was sent to its manufacturing site for analysis, and it was determined the premature depletion was due to an internal battery anomaly.